Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during pre-discharge follow-up, the right atrial (ra) lead dislodged. The lead was replaced with a different model that better adapts to the patients anatomy. No adverse effects were reported. The lead is not expected for return as it was discarded.